Event description:
Event description guidant received information that this pacemaker, which is part of the recent advisory list, had noise on the ventricular channel that was being interpreted as tachycardia episodes. No environmental noise was reported and the interference was unable to be reproduced. A review of the internal electrograms revealed the oversensing of the noise was resulting in an occassional inhibition of therapy. It was also noted that minute ventilation (mv) was turned on, being used against our labeling, with a unipolar lead. The technical services consultant explained that the issue was due to true electromagnetic interference rather than a device anomaly or the use of mv. At a later date, the device was explanted and returned for analysis.